Manufacturer narrative:
H2 pn: 9735771 lot: 1850 pn: 9735788 lot: 19140162 h3 both the battery and the ups were returned and after testing there was no failure found with either device. The were not able to confirm the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: section a has been updated with patient information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and hardware parts were replaced. The system passed all tests and was performing as intended. (B)(4). The battery and uninterruptible power supply (ups) were returned; however, analysis has not been completed. (B)(4). Additional codes: ime and imf codes have been added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735788, 9735771. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a procedure. It was reported that the camera cart went black during the case three times. Turned on the self-test and the connection to the uninterrupted power supply (ups) was not established. It was noted that the system was not communicating with the camera cart as it had no values. Once the system was powered down ups discharged. The system was rebooted and the system was able to establish connection between both carts. System was noted to be and found plugged in. Cart to cart cable was inspected for damage. Camera cart was noted to get power. When unplugging from the main cart, the camera cart stayed on for 3 min before re-establishing connection to the main cart. System was again then rebooted and noted to have green connections with ups and battery. There was no reported delay or known impact on patient outcome.